Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra2 meter was not powering on. The medical affairs specialist (mas) called and spoke with the pt two days later and obtained additional info. The pt informed the mas that the power issue first occurred four days prior to original date, "sometime in the afternoon". The pt tests his blood glucose three times/day. He is also on an insulin regimen (humalog 75/25 - 44 units in am, 39 units at dinner, lantus 7 units at bedtime). The pt had also continued to take his insulin during the time he was not able to test due to the power issue and did not deviate from this regimen. The pt mentioned to the mas that he had replaced the battery in the meter already, but the meter still would not turn on when the power button was pressed and it would go into the language setting when a test strip was inserted. At the time of troubleshooting, it was verified that this was not a new product and that the pt was using the correct test strips. Based on the info provided, there was no misuse of the product. The pt reported that on original date, he woke up at 3:30 am feeling sweaty, shaky, and was nauseous. He did not attempt to test on the meter since he "knew it was not working". He immediately ate some soda crackers and drank a glass of milk. The pt felt better after about 15 minutes. This complaint is being reported because the pt alleged that he experienced symptoms of low blood glucose after the reported power issue began. The pt treated himself with food. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.